Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 42-43. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 27.8 mmol/l (500 mg/dl) while wearing the pod between 4 and 24 hours on the arm. The patient noted the adhesive pad was wet and was unsure if the cannula was properly inserted into the infusion site. A new pod was applied to treat the hyperglycemia and the patient's bg levels reduced to 10 mmol/l (180 mg/dl).

Manufacturer narrative:
The returned device was evaluated and performed as designed. Inspection of the cannula assembly did not find any issues that would result in the cannula improperly inserting into the insertion site or high blood glucose levels. Although no issues were noted, it could not be conclusively determined if the cannula was improperly inserted into the infusion site.